Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the full lead was returned, analyzed and no anomalies were found. It was noted that the low voltage distal electrode had blood (not obstructed). The analyst commented that by design, left heart leads are manufactured with a septum in the distal tip that will sometimes allow blood ingress. (B)(4).

Event description:
It was reported that during implant the left ventricular (lv) lead impedances were greater than 2500 ohms even when the position was optimal. The lv lead was removed and it was seen that blood was inside the distal tip of the lead. The lead was not implanted and a different lead was used. No patient complications have been reported as a result of this event.